Event description:
Infinity pump continued to run after the food was gone. No patient injury.

Manufacturer narrative:
Customer has been contacted in an attempt to obtain the pump for evaluation and additional patient information.